Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent audio output and an adverse event. The patient reported that the receiver did not alert when the patient was in hypoglycemia. No symptoms were reported and no glucose values levels were provided. There was no documentation of medical intervention. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available. This is being reported due to the vague report of a hypoglycemic event.